Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for low blood glucose. The reported blood glucose reading was 39 mg/dl at the time of the call. It was stated that prior to the hospitalization the insulin pump was shooting the insulin out during the manual prime. The customer stated she was connected during the manual prime and received a large amount of insulin.